Event description:
It was reported that syringe 3ml ll w/blunt plastic cann broke. The following information was provided by the initial reporter: material no.: 303346 batch no.: 1008436, 1043495, 0353219 it was reported that a piece of the syringe/cannula breaks off and it is difficult to push the cannula through. Per response email: these devices were being used on the rubber vial stoppers to pull up the medication, not the actual cap. They were extremely hard to push in and when we did get them in the vials, there were visible fragments in vial and pulled up into the syringe.

Manufacturer narrative:
H.6. Investigation: samples from three syringe batches, one needle batch, and one non-bd product were received: 164 sealed packaged syringes from batch #1008436 (p/n 303346). 91 sealed packaged syringes from batch #1043495 (p/n 303346). 74 sealed packaged syringes from batch #0353219 (p/n 303346). 294 sealed packaged and 1 loose blunt plastic cannulas from batch #0252728 (p/n 303345). 1 sealed package from non-bd monoject cannula by covidien. None of the cannula products were made at this syringe manufacturing plant and therefore were not evaluated. The three syringe batches were sampled for 81 total pieces (27 from each) and had their cannulas visually evaluated. No cracks, damage, deformities or other rejectable defects were observed in the samples. The reported defect was not identified in the samples received. It is possible the product was not used properly. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1008436. Medical device expiration date: 2025-12-31. Device manufacture date: 2021-01-08. Medical device lot #: 1043495. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-02-12. Medical device lot #: 0353219. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-18. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/blunt plastic cann broke. The following information was provided by the initial reporter: material no.: 303346 batch no.: 1008436, 1043495, 0353219. It was reported that a piece of the syringe/cannula breaks off and it is difficult to push the cannula through. Per response email: these devices were being used on the rubber vial stoppers to pull up the medication, not the actual cap. They were extremely hard to push in and when we did get them in the vials, there were visible fragments in vial and pulled up into the syringe.